Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a meniscectomy, the inner shaft of the shaver seemingly got caught onto something and snapped right off into the joint. There was a 5 minute delay to fish out the broken piece.